Event description:
It was reported that the customer administered a bolus too early. The customer's blood glucose (bg) level subsequently decreased to 34 mg/dl. The customer did not specify how they addressed the low bg level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.